Event description:
The customer reported that the fluoroscopic image was degraded and wavy. Further info was received from the fse which found that a usable image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb and image processor pcb connections were evaluated and reseated. The associated potentiometer was also calibrated to the optimal position. The system was tested and found to be working as intended and returned to service.